Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that after a da vinci-assisted liver resection surgical procedure, the 8mm fenestrated bipolar forceps instrument had the coating peeling of the end wire (black). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a damaged conductor wire at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. The instrument passed an electrical continuity test in both grips. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Correction to section d : primary product batch/lot number was updated to k17240919 0083.

Event description:
Refer to h11 for follow-up information.